Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a revaclear 400 dialyzer, an external blood leak was observed in the venous head of the filter. A venous pressure alarm was generated. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not received for evaluation, however three photos were received. During the visual inspection of the provided photos, drops of blood on the floor area underneath the device was visible. There appeared to be blood pooling in the header cap area. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.